Event description:
It was reported that during a nephrectomy procedure, when tech was opening the device, it was noted that tyvek packaging had a hole. Fortunately product did not contaminate the sterile field and another device opened to complete case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.